Manufacturer narrative:
Patient information not provided due to (B)(4) patient privacy regulations. (B)(4). No parts have been received by the manufacturer for evaluation. Part not returned for evaluation

Event description:
A site representative reported that during oblique lumbar interbody fusion (olif) procedure, when the slap hammer was used, the stopper was damaged. The procedure was completed with the use of navigation. There was no delay to procedure. No impact on patient outcome.

Manufacturer narrative:
Lot # added. The shaft of the slap hammer was broken off at one end. Mfg date added. If information is provided in the future, a supplemental report will be issued.